Manufacturer narrative:
The explanted sensor from the procedure was received for evaluation. Visual inspection of the explanted returned sensor indicated it was deployed as it was untethered with kinks and bends on the wire loops along with dried blood. The delivery system catheter was not returned. The width of the sensor was found to be within specification determined by a digital caliper. The event could not be reproduced and assessed as only the explanted sensor was returned and the loss of wire placement could not be reproduced. The results of the investigation are determined to be inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during the cardiomems implant procedure, the physician lost guidewire placement and was unable to remove the sensor using the 11f sheath. Abbott rep noted that a 12f sheath was not available so the physician opted to use an 11f terumo despite rep advising that if they have to take the device back out for any reason it would be very difficult. The physician attempted to remove the cardiomems delivery system and sensor (B)(6) but failed. The physician successfully implanted a second sensor (B)(6) while leaving the initial sensor (B)(6) on the catheter in the inferior vena cava. The initial sensor was successfully removed through the groin, and the patient went to the ICU in stable condition. Additional information was provided on 29dec2025, in which it was reported that the patient was admitted to the ICU due to suffering a perforation during the cardiomems implant procedure due to the guidewire. The patient had decreased pressures and hemoptysis. The physician was not able to confirm where the perforation occurred and it is unknown which guidewire was used, this information was unable to be confirmed. The physician felt the cause of the loss of guidewire placement and difficulty removing the initial sensor was associated with the patient having severe mitral regurgitation and a lot of other comorbidities. No additional access sites were needed, and the physician did not feel that the issue experienced caused a clinically significant delay. The patient has since been discharged home.